Manufacturer narrative:
The patient's date of birth was an estimation based off of the report that the patient's age was (B)(6) at the time of the event, which began in 2015. The patient's age is considered 'year valid'. Concomitant medical products: product ID neu_unknown_lead, implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. The device was implanted off label as part of a clinical study. Follow-up is being conducted to obtain what clinical study the patient was participating in.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for tourette's syndrome. It was reported that in (B)(6) 2015 the patient's left electrode was fractured. It was stated that the fracture may be caused by one of the patient's numerous cranial injuries/traumas/traumatisms due by the patient's severe tics; the tics were due to the patient's tourette's syndrome. A cerebral scan was performed and the results were stated to be normal. The actions/interventions taken to resolve the issue included replacing the electrode on (B)(6) 2016; the issue was considered resolved. No further complications were reported/anticipated.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that health care provider (hcp) declared the relationship between the cranial injuries/traumatisms and the device/therapy or implant procedure as unlikely. No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID 3389-28, lot# 0206169795, implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the health care provider (hcp) did not consider the serious injury related to the device. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the "causality link is probable or unknown."